Event description:
It was reported that 7 months after implantation of a taxus express2 3.0x28mm drug eluting stent, an in-stent stenosis occurred. The target lesion was located in the right coronary artery (rca) with a stenosis of 65-75%. No information was reported on the calcification or tortuosity of the treated vessel. Percentage of stenosis after deployment of the taxus stent was not reported. The patient received heparin and plavix during the procedure. Deployment of the taxus 3.0x28mm stent was completed with no complications reported. The patient presented 7 months after the original intervention with 90% in-stent stenosis of the rca. During reintervention, balloon angioplasty was performed on the rca with a 3.0x20mm balloon. Post intervention stenosis in the rca was reported as 15%. Patient was reported to have tolerated the procedure without complications.